Event description:
End user called to get help checking the calibration test strip. It was determined to be high out of range. The device was replaced and the defective one returned for investigation.